Event description:
Customer reports lacerations in pt's throat which are believed to be caused by nasogastric tube. No adverse pt outcome was reported as a result of this incident. Co cannot determine whether this product caused or contributed to the reported incident.